Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that a couple of days post implant "something wasn't right", their heart rate was at 120 beats per minute, and they experienced arrhythmias. The patient indicated that a technician had made reprogramming changes with the device's rate response feature, and their heart rate went up normally by itself, however skipped beat problems were noted with the featured turned on. In addition, the patient indicated that another technician could not turn off the rate response feature, and that the patient experienced atrial fibrillation (af) on two separate occasions. No further details could be obtained through follow-up. The physician continues to review the patient's medical situation. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.